Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 50 mg/dl. The customer was treated for the low blood glucose with food. The customer stated that their sensor did not last 6 days. The customer already removed the sensor and did not check if it was bent. The customer did not the sensor for analysis after being offered replacements.